Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra2 meter would not power on. The medical affairs specialist mailed a letter three weeks later, since the user could not be reached by telephone for further clarification. So, this complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began the following day, at 9:00 a.m. The patient reported that he was not feeling well after the issue began. The end of the month, he went to his physicians's office and was treated with IV fluids for approx one hour, then sent home. His blood glucose was tested, but he does not recall the meter result. The issue was resolved with troubleshooting with the cca. The meter was replaced. It would have been helpful to know what the patient's symptoms were, what his blood glucose level was, and his medication regimen. This complaint is reported, although the issue was resolved, the patient allegedly received IV fluids, after the meter issue had occurred.